Manufacturer narrative:
Investigator assessed that the death event was not related to the study drug, device or procedure. Cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Two in.pact admiral paclitaxel eluting balloon catheters were used during index procedure, one in the prox sfa (l-1) and one in the distal sfa - pop1 (l-2). Approximately 23 months post index procedure patient expired.